Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on an elecsys analyzer. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample initially resulted as 36.250 uiu/ml for tsh and 2.2 ng/dl for ft4 when tested on an elecsys analyzer. The customer questioned the results, so the sample was sent to be repeated on an abbott analyzer. The sample was repeated on the abbott analyzer and the results were 0.0278 uiu/ml for tsh and 1.5 ng/dl for ft4. The results from the abbott analyzer were returned to the customer. The sample was also repeated on the elecsys analyzer after treatment with polyethylene glycol (peg) and the tsh result was 0.052 uiu/ml. The patient was not adversely affected. The model and serial number of the used elecsys analyzer were asked for, but not provided.

Manufacturer narrative:
In reference to the new patient sample collected from the patient and tested on (B)(6) 2017, the sample was provided for investigation. Investigations of the sample were able to duplicate the tsh result obtained by the customer. The sample contains an interferent to a component of the tsh reagent. This limitation is covered in product labeling.

Manufacturer narrative:
A new sample was collected from the patient and tested at the customer site on a cobas 6000 e 601 module (e601) on (B)(6) 2017. The sample had the following results: tsh= 41.0 uiu/ml (reference range = 0.50 - 5.00 uiu/ml), ft4 = 1.2 ng/dl (reference range = 0.90 - 1.70 ng/dl), and ft3 = 3.1 pg/ml (reference range = 2.3 - 4.0 pg/ml). The tsh result was questioned by the customer. The sample was repeated on a different analyzer, but no further data could be provided by the customer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged. The serial number of the e601 analyzer was asked for, but not provided. The tsh reagent lot number used for testing of this sample was 215131. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Concerning the new sample collected from the patient and tested on (B)(6) 2017, the erroneous results were reported outside of the laboratory and questioned by the physician.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient could not be provided for investigation, therefore confirmation of possible root causes was not possible. A general reagent issue can most likely be excluded. The investigation stated the peg precipitation procedure is a very unspecific method that does not generate specific or clear results. In this case, it may be possible that a macro-tsh is present in the sample affecting the roche tsh method differently from the abbott method. Depending on assay format and assay antibodies used, macro-tsh can bind to the anti-tsh antibodies of the assay and this binding can result in different measured tsh values for tsh assays from different manufacturers. This may explain the differences in tsh values obtained before peg treatment with the tsh assays from roche and abbott. After the peg treatment, these igg-tsh complexes may have been precipitated, thereby resulting in a lower tsh value obtained with the tsh assay from roche diagnostics.